Manufacturer narrative:
A ge service representative performed an on site investigation. The sram needs to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported bootup was terminated and a checksum error was displayed. There is no report of death or serious injury associated with this complaint.